Event description:
It was reported surgical intervention was undertaken in (B)(6) 2007 to revise the patient's ((B)(6)) lead due to migration. No further info regarding this event is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.